Event description:
--

Manufacturer narrative:
After additional analysis, it was determined that this programmer, while it did not meet specification, did not cause or contribute to the loss in asynchronous pacing and subsequent asystole. The pacing inhibition and asystole were likely due to the ablation procedure itself. Laboratory analysis was unable to find any factors that may have contributed to the event.

Event description:
Boston scientific received information that this programmer shut down during an ablation procedure resulting in loss of asynchronous pacing and 2-3 seconds of asystole. The ablation procedure was stopped when asystole was observed and the patient's device began pacing again. The remainder of the procedure was completed without consequence using another programmer. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The unit failed to boot up and its hard drive was found to have one or more corrupted seconds. The hard drive was replaced with a known good unit and the programmer was then able to boot up successfully and passed all incoming functional tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.